Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. The customer¿s blood glucose level was 125 mg/dl. Customer had low batteries and failed battery with a new batteries. Customer decline. Troubleshoot the insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had blank display due to faulty mother board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, download test or verify failed self-test alarm, communication error alarm, low battery alarm, failed battery test alarm or communication anomaly due to blank display. Insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.